Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent 4 previous left hip revisions within 14 years post implantation. Subsequently, that patient underwent a fifth revision approximately 4 months later due to dislocation. The head, liner and locking ring were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported that a patient underwent 4 previous left hip revisions within 14 years post implantation. Subsequently, that patient underwent a fifth revision approximately 4 months later due to unknown reasons. The head, liner and locking ring were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup ¿ unknown part and lot. Unknown stem ¿ unknown part and lot. 105425 ¿ ringloc locking ring ¿ 332590. 11-107017 ¿ freedom head ¿ 039250. Product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00302 and 0001825034-2023-00304.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.